Event description:
It was reported that cgm displayed error message 42 during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, did not experience repeat cgm error afterward, and successfully started new sensor session; no additional issues were reported.